Manufacturer narrative:
(B)(4).

Event description:
It was reported that although the lead had normal impedance and sensing measurements, inappropriate mode switching due to lead noise was observed. Programming changes were made and the lead remains implanted. No further information was available.